Event description:
I got the essure in the beginning of 2015 after the birth of my second child. I was still breastfeeding her, so I didn't have a period until she was (B)(6). My first period was absolutely pure hell. That's when I noticed things were different. Fast forward - I've been having severe bleeding and bad cramping, my bleeding is so severe. I'm so weak from all the blood loss and I become anemic. I went to the dr and explained to her how bad they were and they were very abnormal. She suggested birth control and to take it in a way I wouldn't have a period. I did that for 6 months and it made things even worse. So, I stopped that. For the past 6 months I've had extreme weight gain for no reason. I have always been (B)(6), I lost all my baby weight no problem - but I have gained 30 pounds in 6 months. Now weighing (B)(6). I have also been saying for a while "something is wrong with me," I'm dizzy all the time and feel so fatigue. I'll just be walking and feel like I'm about to pass out. I have no energy whatsoever. I finally couldn't take it anymore the bleeding, the cramping, weakness, bloating, being dizzy. So I went to the dr about 2 months ago and had all my labs drawn. Only thing that came back was I'm now vitamin d deficiency. My dr suggested an ablation. But she said she needed to make sure my essure was still good and working. If a pregnancy happened it would be fatal. They did a sonogram and couldn't find the left one. So she told me I had to go and see a fertility specialist. I went (B)(6) and my left essure coils has migrated and it is now embedded in my uterus and broke into 3 pieces. I had to have a hysterectomy (B)(6) 2018.